Event description:
It was reported that patient has not been able to tolerate the vns device settings since being implanted and she continues to have pain despite being at low settings. Patient is being explanted due to intolerable side effects which resulted in her not receiving efficacy from the vns.